Manufacturer narrative:
IFU was reviewed and it includes hypotony as a known complication and adverse reaction. Lot and serial number was not provided; therefore, a device history record review could not be conducted. On (B)(6) 2019, the customer stated that the patient is doing well.

Event description:
Low iop (0-5 mmhg).